Event description:
It was reported that "the balloon inflated normally during the inflation test before use. However, it did not inflate enough after the catheter was inserted into the patient. Therefore, it was removed and replaced with a new kit of the same lot, inserted at the same insertion site to complete the procedure. No injury to the patient occurred." The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the reported complaint of balloon would not inflate in use could not be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only section d.4.-unique identifier (UDI)# corrected to (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon inflated normally during the inflation test before use. However, it did not inflate enough after the catheter was inserted into the patient. Therefore, it was removed and replaced with a new kit of the same lot, inserted at the same insertion site to complete the procedure. No injury to the patient occurred." The patient status is reported as "fine".

Event description:
It was reported that "the balloon inflated normally during the inflation test before use. However, it did not inflate enough after the catheter was inserted into the patient. Therefore, it was removed and replaced with a new kit of the same lot, inserted at the same insertion site to complete the procedure. No injury to the patient occurred." The patient status is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4).